Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, error 216 occurs and therefore no image is displayed. The fibre bonding in the outer tube area (distal end) is damaged. The r-unit is broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken, error 216 occurs and therefore no image is displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had an error displayed ¿check otv connection¿ during a therapeutic hernioplasty and at patient sedation. The procedure was completed with the same device. There were no reports of patient harm.